Event description:
The customer reported erratic troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving the access 2 immunoassay system. This report refers to patient #(B)(6). Subsequent analysis of the sample recovered a lower result, within the normal reference range. Additionally, a third sample collection was analyzed on the same instrument and produced a higher result, within the risk stratification. The elevated result was released out of the laboratory. As a result, the patient was admitted to the catheterization laboratory. There has been no report of current patient outcome. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a routine system check, a high sensitivity system check, and a precision test; all test results passed within the instrument and assay specifications. The instrument conformed to the manufacturer's published performance specification. The patient samples were collected in becton dickinson (bd) lithium heparin plasma tubes. The analysis was performed from 13x100mm primary tubes and centrifuged at 4,000 rpm (revolutions per minute) for five minutes, at room temperature. A definitive cause of the event is unknown. All related medwatch reports associated with this incident: 2122870-2012-01824, 2122870-2012-01826, 2122870-2012-01827.